Event description:
It was reported that a peritoneal dialysis (pd) patient experienced suspected peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. It is unknown what actions were taken with pd therapy. The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.